Event description:
It was reported that the patient had low voltage hazard alarms on mobile power unit (mpu). Log file review was requested which confirmed low battery hazard events on mpu power. The mpu was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: section d4: device serial number and lot number were not provided, and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. The reported event of voltage related alarms while connected to the mobile power unit (mpu) was confirmed via the submitted log files. A review of the log files revealed multiple intermittent atypical power cable disconnect alarms were captured from 26may2026 - 27may2026 associated with relative state of charge (rsoc) invalid faults. The alarms were transient in nature and did not affect pump function. No other notable events were observed. Pump function was not affected. Provided information indicates the customer replaced the mpu in question and will not be sending the original unit back for analysis. Multiple attempts were made to obtain additional information from the customer regarding the unit having a v-lock connector, if the alternating current (ac) power cord came loose from any point, and if there were environmental circumstances that could have affected ac power at the time of the event; however, no additional information was provided. A root cause for the reported event could not be conclusively determined through this investigation. No serial or lot number was provided by the customer to perform a device history record review. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU rev. D, heartmate 3 patient handbook, rev. A are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve power cable disconnect alarms. Section 3 of the IFU, entitled ¿powering the system¿, instructs the user to transfer from the mobile power unit (mpu) to another power source should there be a power failure. The system controller¿s backup battery will temporarily support the pump while transferring. Section 8 of the IFU, entitled ¿equipment storage and care¿, gives instruction on how to care for and maintain the mpu. Section f of the IFU, entitled ¿safety checklists¿, instructs the user to perform routine maintenance on all the equipment, including the mpu. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.